Event description:
The customer reported the system will not fully boot up.

Manufacturer narrative:
The ge service rep replaced the sbc memory. He verified system booting without error, and functioning properly by completing 30 error free boots.